Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00897 and 0001822565-2023-01108. D10: comp rvrs shldr glnsp std 36mm cat; 115310 lot: 65705458, bearing standard 36 mm diameter cat; 110031424 lot: 65592706 and comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 65758039. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised approximately twelve days post implantation due to the glenosphere loosening from the baseplate. During the procedure, it was noted that the poly had disassociated from the humeral tray. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d3, g1-2, g3, g7, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.